Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass the shunt sensor leaked. Although the pt's age is unk, the case is assumed to be pediatric due to the event occurring at a pediatric hosp. Less then 1 cc of blood loss. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Upon evaluation of the device the complaint was not confirmed. The complaint sample was returned and visually inspected upon receipt. Microscopic inspection did not detect any anomalies. The actual sample was then leak tested to 1000mmhg for 30 seconds and did not leak. The sample was attached to a bpm head and pressurized to 1000mmhg for 30 seconds. During the attachment of the bpm head, the blue adaptor cap was loosened slightly and caused the unit to leak. The cap was re-tightened and the unit was tested again. No leaks were noted. A definitive root cause could not be determined, but it is likely that the cap became loose during setup and caused the unit to leak during use. (B)(4). Method code #1: actual device evaluated. Method code #2: performance tests performed. Method code #3: visual inspection. Method #4: pressure testing. Results code: no failure detected. Conclusions code: unable to confirm complaint. All available info has been placed on file in qual mgmt for appropriate tracking, trending and follow up. (B)(4). Level 5 code: (B)(4).